Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: 6/13/2011 - medical records were received. The revision operative report indicates the patient had elevated metal ion levels. Intraoperatively there was a cyst which appeared to be filled with some metallic-colored synovium. The femoral head was added to the complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and acetabular loosening. Update (B)(6) 2011 - medical records were received. The revision operative report indicates the patient had elevated metal ion levels. Intraoperatively there was a cyst which appeared to be filled with some metallic-colored synovium. The femoral head was added to the complaint.